Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. Investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history record for manufacturing revealed no complaint related issues. Placeholder.

Event description:
Hospital reported to the consultant: during a tfn procedure surgeon inserted the nail and was in the process of inserting the blade. The blade would not go through the nail. Surgeon removed the blade and the nail with the nail being damaged. Surgeon selected another nail inserted the blade and the procedure was completed. It was discovered the locking mechanism pf the nail was in the down position. This report is 1 of 1 for complaint (B)(4).